Manufacturer narrative:
On (B)(6) 2013, the doctor called reporting the patient was experiencing discoloration and trauma to one of their teeth. After review of the records and patient pictures the orthodontist on staff recommended to discontinue treatment until tooth developed proper blood circulation and to perform root canal therapy and internal bleaching (if tooth proved non-vital). Insufficient information was collected to determine whether or not a serious injury occurred. The determination at the time was that clear aligner therapy could not generate sufficient force to cause or contribute to the event and records indicated that the product met company and user specifications. In (B)(6) 2014, the doctor reported that following alternate treatment and then resuming clear aligner therapy with the original device, the patient experienced further discomfort so the determination was made to discontinue treatment due to possible treatment contra-indications. Returned product was requested and inspected. Provider returned starter aligners that did not cause the patient any discomfort (step 0) along with phase 1 which were the reported cause of the adverse event. Steps 1a-u and 1a-l were almost one year past their shelf life but were found to be non-conforming (aligners were smaller than the prior steps). It is possible that the above factors in combination with the distorted impressions and patient contra-indications could have led to the adverse event. This case is currently on hold until investigation notes are provided to the doctor at which point provider and patient will determine if treatment is to be discontinued or continued with new impressions.

Event description:
On (B)(6) 2013, the patient's doctor inquired as to whether clear aligners could cause tooth discoloration/trauma. Manufacturing records were inspected and confirmed as conforming to user requirements but no product was returned for inspection. Orthodontist reviewed pictures and records and confirmed clear aligner devices/treatment were not likely to have caused or contributed to the issue. It was recommended the patient discontinue treatment subject to evaluation and determination by the treating physician. In (B)(6) 2014, the treating physician informed the account rep that following alternate treatment the patient resumed aligner therapy but due to discomfort and concern treatment was quickly discontinued. This was reported to quality for investigation which requested and inspected returned product and determined final product dimensions did not match specifications. While it is unknown if a serious injury occurred, the incident is being reported since this discovery precludes the earlier determination that a manufacturing defect could not have contributed to the issue.